Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing exhibited by their implantable cardioverter defibrillator. Patient was then brought into the clinic on (B)(6) 2021, where appropriate programming changes were made. Patient was stable after the event.